Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had no capture, high and undefined impedance and a possible fracture. The lead was programmed off. The lead will be rechecked at a follow up appointment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lead was subsequently capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.